Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm emerge balloon catheter was advanced for use. However, during procedure, the balloon delivery shaft was fractured. The device was completely removed by simply pulling it out all together and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.